Manufacturer narrative:
Sw 2.8c pump received not stuck in the manufacturing mode. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Low battery and power loss alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph due to connector resistance. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Pump received with scratched case and pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had depleted battery life. The customer reported that the battery would not last a week long. The customer's blood glucose was 234 mg/dl. The customer performed troubleshooting. The insulin pump was returned for analysis.